Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester reported lot to lot variability when testing two lots of inratio strips. See scanned table. Patient self tester stated that lot 348355 remained in the mailbox for several hours in temperature >90 degrees when delivered. Hematocrit requested and is not available at this time.